Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017. According to the complainant, during the fill system step, the console automatically transitioned to cooling phase. A new procedure set was opened and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.